Event description:
It was reported that the customer's insulin pump had a frozen display and the time clock was not advancing as well the buttons were unresponsive. It was also stated that the device alarmed weak battery after changing the battery. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
All buttons functioned properly. No damage was noted on the keypad traces. The keypad connector on the lcd was locked. The pump was received with all operating currents within specification and passed the functional testing including the rewind, self-test, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No unexpected frozen screen/display/time/clock anomaly, weak battery or low battery alarm was noted during testing. The pump had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, cracked battery tube threads, a broken belt clip slot and a cracked reservoir tube lip.